Event description:
It was reported that a malfunction occurred with a code of malf 9. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump.